Event description:
Pt's anatomy was characterized by having a suprarenal aneurysm. In preparation for the aaa repair, multiple bypasses were performed to supply the sma and renal arteries. The main body graft was deployed at a location to exclude the flow of blood from the suprarenal aneurysm, extending proximally to the celiac artery. Graft deployment was uneventful. As a result of the graft placement and the device size selection, the contralateral limb opened higher in the aneurysm sac than was desired. The graft positioning and location of the contralateral limb resulted in difficulty encountered during the attempt to cannulate the contralateral limb. The attempt to advance the contralateral iliac leg graft through the common iliac artery was inhibited by the extreme curve and tortuosity present in the vessel and the inability of the delivery system to advance and track over the wire guide as a result. After several attempts to advance the delivery system were unsuccessful, the physician elected to convert the endovascular graft to an aortouni-iliac configuration. The converter was deployed in the main body graft, the left common iliac artery was occluded and a fem-fem bypass procedure was performed. The endovascular aaa procedure was concluded after the final angiogram was performed.